Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer¿s current blood glucose value: 271 mg/dl. The customer experienced symptoms such as hyperventilation and could not breathe. Customer was using insulin pump system within 48 hours of reported event. The customer was treated with IV fluids, medications, oxygen during hospitalization. The customer was not wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.